Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 240-300s mg/dl). Customer believed pump supplies were damaged prior to delivery due to heat exposure and was suspected cause of elevated bg. Customer changed pump supplies and delivered a bolus to address bg.